Event description:
Two catheters (same product, different lot numbers) had issues during the same patient procedure. The first catheter's balloon would not inflate during prep (lot # 59380279). The second catheter's balloon deflated during use while in the patient (lot # 59465826).